Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-18806 and 3006705815-2022-18777. It was reported patient had an infection at the ipg site and lead site. The patient's scs system was explanted on (B)(6) 2022.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.